Event description:
On 25th september 2024, rayner received notification from a healthcare facility in france of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens got stuck in the injector, resulting in prolonged surgery. Note: this is the back-up lens associated with rayner case (B)(4) - FDA MDR 3012304651-2024-00269.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector, resulting in prolonged surgery. This is the back-up lens associated with rayner case (B)(4) - FDA MDR 3012304651-2024-00269. A third lens was implanted successfully within the original surgery session. There was no harm or injury to the patient as a result of the event. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 044238547 showed that all manufacturing and quality checks were conducted with successful results. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the lens failing to inject.